Event description:
Per the clinic, the patient¿s internal magnet had migrated along with extrusion of the device. The patient under went revision surgery (date not reported) to reposition the magnet and lyodura was used to cover the extruding device.